Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 02/05/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on an unknown date. Post spaceoar vue placement procedure, the computed tomography (CT) follow-up scan raised the suspicion of hydrogel misplacement. On the images it appeared that the spaceoar vue was located in the patient's prostate capsule. Further review of the images revealed that a small amount of hydrogel was present between the prostate and the rectum at the midgland. Additionally, a larger amount of hydrogel was found behind the seminal vesicles. Approximately half of the device was observed to be located under the prostate capsule from the 3 to 6 o'clock position. Notably, there was no evidence of hydrogel indenting the urethra, and no rectal wall infiltration was observed. It was also reported that the patient prostate specific antigen (psa) increased, the patient had a psa of 8.0 in (B)(6) 2023, and then after the spaceoar vue placement in (B)(6) 2024, it increased to14. According to the physician, the increase in the psa level was related to an inflammation from the injection site after the hydrogel placement. Therefore, the decision was not to implement hormones treatment. It was indicated that the patient was scheduled for a prostate-specific membrane antigen positron emission tomography (psma/pet) as a precautionary measure to assess and determine the optimal treatment approach. However, it was not indicated if it had yet occurred. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.